Event description:
It was reported by the patient's legal guardian (lg) that while the patient was at school, they experienced an upset stomach as a result of their blood glucose (bg) levels fluctuating between 48 and 360 mg/dl. The patient went to their school's nurse's office to seek medical attention. The pod was worn longer than 48 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (leg). When the pod was removed, the pod adhesive was found wet with insulin. Symptoms reported include feeling sick and vomiting. The patient received snacks to treat their low bg and was kept at the office to make the sure the patient drank water and exercised to treat their high bg. The patient was discharged on the same day. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the unsure properly inserted cannula, could have contributed to the reported school's nurse's office visit, hyperglycemia and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.